Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: MFR#0001825034-2017-10782, MFR#0001825034-2018-01042. Concomitant medical products juggerknot short disposable set pn912073 ln449860 juggerknot short pn912068 ln107380. Foreign report source- (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an unknown surgery. During the surgery it was noted by the surgeon that the inserters and drill guide were deformed. The surgeon had to use a second product to complete the surgery. There was no patient impact reported. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device shows that returned juggerknots have bent inserters. The juggerknot inserters and sutures have biological material present on the returned product. Due to the damage to the tips of the returned products accurate dimensional analysis cannot be performed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.